Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. (B)(4). Concomitant medical products: item# 010000705, g7 bonemaster ltd acet shl 56f, lot# 3939717; item# 010000858, g7 neutral e1 liner 36mm f, lot# 6248601; item# 650-0841, 36mm cocr biomet fem hd std nk, lot# 3932014. Foreign source: (B)(6). Reported event was confirmed by review of xrays which indicated normal anatomic alignment. However, areas of periprosthetic lucency are noted along the medial portion of the distal femoral stem and possibly along the lateral aspect of the subtrochanteric portion of the femoral stem. Lucency suggests loosening, bone quality appears normal. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent revision 2 months post implantation due to stem loosening. Attempts were made to obtain additional information; however, none is available.